Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other) h10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a separation of the side seal or peripheral seal on the right side of the printed part. The reported condition was verified. The cause of the condition was due to failure of the sealing machine during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container burst which resulted in a leak. During plasmapheresis preparation in the mixture center, the bag burst without having completed even 70% of the volume. There was no patient involvement. No additional information is available.